Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of does not blow any air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed blower with electrical damage, inlet/outlet seal with contamination, blower box with contamination and air outlet port with contamination. The customer complaint was able to be reproduced. There was one error code has been identified. The device was scrapped.